Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s spouse reported that the patient had just suddenly bent over and said they were told by the doctors that it may have something to do with the cardiac resynchronization therapy defibrillator (crt-d). The spouse said they were told that it may have turned off or there was something wrong with it. Follow up yielded no further information and the device remains in use. No patient complications have been reported as a result of this event.